Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. No partial display, missing segments, or faded, blurry display noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was monitored for 24 hours and an unexpected intermittent bright gray display with fading display was noted once during testing, problem was isolated to the lcd controller. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that when they enter their blood glucose readings into the insulin pump the display would go blurry. Sometimes when they press the ok, the display would go back to normal. The customer¿s blood glucose level during the incident was unknown. The device passed the self-test. The display was also blurry when they turned the insulin pump on. The anomaly was happening a lot more and would take longer for the screen to return to normal. The device was not bumped or dropped. The device was not exposed to moisture. The device was returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No partial display, missing segments, or faded, blurry display noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was monitored for 24 hours and an unexpected intermittent bright gray display with fading display was noted once during testing, problem was isolated to the lcd controller. Insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.